Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the power error alarm. In order to resolve the issue the customer was advised to execute the following steps: remove the battery and wait until the notification light stopped flashing, insert a new aa battery, clear the power loss alarm, update the pump's time and date as needed, complete the reservoir and tubing process. The customer was advised to monitor the pump and call back if the error recurs in the next four hours. No products were shipped or returned.